Event description:
Grandmother was using thermometer to check baby's temperature rectally. She removed thermometer and noticed tip was not attached. Xrays were taken at hospital but they did not find any part of the thermometer.